Manufacturer narrative:
The insulin pump was received with broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 6.7 mmol/l. The customer states that battery compartment broken, piece broke off, battery stays not in place anymore the customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.